Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. The clinical data was not available for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) via internal paddles, the device charged to 10 joules, however did not deliver the discharge. The device prompted a "no shock delivered" message. Complainant indicated that the patient converted on his own and defibrillation attempts were no longer made.

Manufacturer narrative:
The customer was contacted for return of the suspect product. Despite our attempts, we have been unsuccessful in reaching the customer to arrange for the return of the suspect product. To date, zoll has not received product for evaluation.